Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rf transmitter wasn't working after multiple rf transmitters attempts with no success. The patient came to clinic for device interrogation and rf didn't work through the programmer. The cyber security software was discussed, and after updating the software, the rf communication started working again. Successfully paired the patient with a new rf transmitter.